Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a video-assisted thoracic surgical procedure on (B)(6) 2017 and the barbed suture was used. During the procedure, the needle was broken at the swage part during use. There were no adverse patient consequences reported. No further information is available.